Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Info received indicates that the pt was implanted with an invance sling on (B)(6) 2011. It was reported that the pt complained of chronic pelvic pain and hip pain. On (B)(6) 2012, the pt had "takedown of the sling," and another incontinence device was implanted during the same surgery.